Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor failed pulse testing. Upon investigation the monitor failed a pulse test and displayed a service 110 (charge profile fault). The cause for the failure was isolated to a defective u1005 component pin3 on the computer/analog board. The root cause for the defective u1005 be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.